Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation procedure, trailing haptic folded wrong when the iol was being loaded, no patient contact. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).